Manufacturer narrative:
The lot was manufactured june 17, 2017 - june 19, 2017. The device was received for evaluation. A visual inspection was performed and a fragment of translucent particle, measured to be 8.45 mm in length and 1.29 mm wide, was located inside the tubing. The particle was loose, but it was not moving inside the tubing because the particle¿s size was too big to move. The particle was in the fluid path. The particle was subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. Pvc is the material of the device tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing of a small volume infusor. The pm was described as white and approximately 5mm in size. The pm was observed after the infusor was filled with fluorouracil. There was no patient involvement. No additional information is available.